Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), back pain ("severe back pain") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, back pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index. Concomitant products included ibuprofen, meclozine (meclizine), oxycocet (percocet), oxycodone and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), back pain ("severe back pain"), allergy to metals ("allergic reaction to nickel"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)/ discomfort cramping"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain upper ("lower stomach outside pain/pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, back pain, allergy to metals, hormone level abnormal, migraine, headache, nausea, dyspareunia, fatigue, gastrointestinal disorder, ovarian cyst and alopecia outcome was unknown, the dysmenorrhoea and abdominal pain upper had not resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. Events added: hormonal changes, migraines, headaches, nausea; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition, ovarian cysts, hair loss. Outcome of event weight gain updated to recovering/resolving and of events abdominal pain upper and dysmenorrhea updated to not recovered/resolved.reporter information was added. Concomitant condition was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of abdominal pain ('lower stomach outside pain/pain', 'severe abdominal pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure procesdure". The patient's medical history included irritable bowel syndrome. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen, meclozine (meclizine), oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal infection ("vaginal infection"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), back pain ("severe back pain"), allergy to metals ("allergic reaction to nickel"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)/ discomfort cramping"), the second episode of abdominal pain ("lower stomach outside pain/pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), ovarian cyst ("ovarian cysts nos") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, back pain, allergy to metals, hormone level abnormal, migraine, headache, nausea, dyspareunia, fatigue, gastrointestinal disorder, ovarian cyst, alopecia and vaginal infection outcome was unknown, the dysmenorrhoea and the last episode of abdominal pain had not resolved and the weight increased was resolving. The reporter considered allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, vaginal infection, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical record: vaginal infection, dyspareunia and abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events added: vaginal infection. Event onset date added. Follow up 3 and 4 processed together. On (B)(6) 2019: pfs received. Events added- novasure ablation with essure procedure.reporter and medical history added.follow up 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of abdominal pain ('lower stomach outside pain/pain', 'severe abdominal pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure procesdure". The patient's medical history included irritable bowel syndrome and pelvic pain. Current weight as of (B)(6) 2018: 118 lbs. Approximate weight at the time of essure placement 105 lbs. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen, meclozine (meclizine), oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal infection ("vaginal infection"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive menstrual cycles and abnormal symptoms"), back pain ("severe back pain"), allergy to metals ("allergic reaction to nickel"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)/ discomfort cramping"), the second episode of abdominal pain ("lower stomach outside pain/pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), ovarian cyst ("ovarian cysts nos") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding, back pain, allergy to metals, hormone level abnormal, migraine, headache, nausea, dyspareunia, fatigue, gastrointestinal disorder, ovarian cyst, alopecia and vaginal infection outcome was unknown, the dysmenorrhoea and the last episode of abdominal pain had not resolved and the weight increased was resolving. The reporter considered allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, ovarian cyst, vaginal infection, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical record: vaginal infection, dyspareunia and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received-new reporter,medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.